Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient had a return of their target symptom (urinary urgency and frequency) and the patient indicated that they have a "mild sense of it's time," but the patient cannot make it to the bathroom. According to the patient this issue has been going on for about two years and the patient indicated that they have tried all of their programs and can feel stimulation when they make a change, but their symptoms were not being controlled. During the call stimulation was confirmed to be turned on and set to 0.3 on program 3. The caller further noted that it "seems like it moved" which was reported to have occurred about 1-2 years prior. The patient was advised to follow-up with their healthcare provider (hcp) to have the ins checked. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.